Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar product (510k#) sold in the us.

Event description:
It was reported that a part of swg (spring wire guide) was bent when the kit was opened. A new kit was obtained.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly and lidstock for evaluation. The sample contained obvious signs of use in the form of biological material on the exterior of the guide wire and thumb guide. Visual examination of the returned guide wire revealed two bends in the wire body near the proximal end. The coils appeared slightly closer together; however, they were not offset or unraveled. The guide wire contained two bends 302 and 321 mm from the proximal weld. The total length and outer diameter of the guide wire were measured and were found to be within specification. A manual tug test confirmed both the proximal and distal welds were fully intact. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. The IFU provided with this kit warns the user , "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of a damaged guide wire was confirmed by complaint investigation. The guide wire contained two slight bends near the proximal weld. However, the report that the defect was detected prior to use could not be confirmed as the returned device contained signs of use. A device history record review was performed with no relevant findings. Because the time of discovery did not match the sample received, the probable cause of this complaint could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that a part of swg (spring wire guide) was bent when the kit was opened.a new kit was obtained.